Event description:
During the device evaluation, foreign material was observed on multiple components of the colonovideoscope, including the suction cylinder, air/water cylinder, forceps channel port, scope connector, channel tube, air/water tube, plastic distal end cover, and the universal cord. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.